Manufacturer narrative:
The customer¿s report of a leak at the ¿filter-tubing junction¿ was misreported. The extension set was visually inspected for defects such as cracks, kinks, tears and separations in the tubing and the rest of the components. No damage was observed. Functional testing was performed and drops of blue dyed water were observed to be flowing out of the filter¿s vent, confirming that the filter must be defected. The leak was observed on the filter vent rather than the filter tubing, indicating that the customer may have misreported the event. The root cause of the leak from the filter vent was due to a damaged filter. The origin of the damaged filter was not able to be identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the IV extension set was leaking at the "filter-tubing junction" during a tpn infusion. No patient harm reported.